Event description:
I got the essure coils last year. Since that day, I cramp (which becomes severe pain during my menstrual period) and the inflammation is so severe, that I prefer not to go out many days. I called many, many times the doctor who performed the procedure. When she finally got me in, it was too late to remove the coils. Consulted another doctor since then. Even though the ultrasound shows my tissue is "normal", I don't feel this suffering is "normal" at all.